Event description:
A 2.5mm diameter by 12mm length s660 stent delivery system was inserted for treatment of a lesion in the left anterior descending coronary artery located near the apex. The lesion was pre-dilated with a 2.0mm diameter ptca balloon prior to the insertion of the stent delivery system. The stent was deployed at the lesion at an unknown pressure when it was noticed the guidewire would not pull out of the coronary artery. The guidewire's distal tip had folded over and became trapped between the wall of the artery and the expanded struts of the stent. After several failed attempts to remove the guidewire, the physician received consultation from other cardiologists to pull the guidewire out even if it meant disturbing the placement of the stent. When the guidewire was eventually pulled out, the stent became loose and was removed along with the guidewire. A small dissection was noticed at the site of deployment but it was decided no further treatment was needed and the procedure was completed. The patient was reported fine post procedure and there is no additional clinical sequelae reported to the event. The instructions for use were not followed for 1:1 pre-dilatation and the guidewire being pulled out with the stent contributed to the event.